Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt was seen in the ER 4 days following the pump system being implanted for hypotension. The pt was hemodynamically stable.